Event description:
The customer reported that no alarms were provided for an asystole event. The pt expired.

Manufacturer narrative:
The customer reported that no alarms were provided for an asystole event. The pt expired. Based on the available info, there was no device malfunction. It was determined that the monitor was configured for permanent (infinite) alarm suspend. The monitor had been moved from another hospital unit by a third party move coordinator and it had not been reconfigured to time limited suspension as expected by the clinical staff. Neither philips nor the hospital biomedical engineering department was involved in the equipment move. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4)